Manufacturer narrative:
Investigation findings: conmed linvatec received the drill for eval and could not confirm the reported problem. During testing of this drill, it ran to specification. The instruction manual for this handpiece warns the user of the following: prior to each use, all instruments and accessories must be inspected for proper operation. Overheating might occur if the instrument or accessory bearings are worn or are not kept clean. Continually check all parts of the instrument or its attachments for overheating and discontinue use and return the equipment for service as necessary. Overheating can cause serious injury to the pt or operating room personnel. The customer was contacted to obtain the bur guard in use at the time of this event.

Event description:
It was reported that this drill was being used in oral surgery when the associated bur guard got hot. The pt received a burn to the lip. The surgical assistant described the burn as a blister/white mark on the inside of the pt's lip. The pt was instructed to keep the burn area moist. To date, it is unk if add'l interventions are required.